Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip is not forming correctly, like a tear drop. The account stated that they had to place a few more clips than usual to sure the vessel. The procedure was completed with the same device. There was no patient consequence. There is no further information available. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.